Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Upon further analysis of the material, it was identified as silicic acid derived from a pharmaceutical drug, however, the cause of why the material remained on the device could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign material attached to the electrical contact part of the scope connector. There was no patient involvement.